Manufacturer narrative:
Journal article: clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup pr opensity-score analysis using data from stent-specific, multicenter, prospective registries authors: osung kwon, jung-bok lee, jung-min ahn journal: catheter cardiovasc interv year: 2019 reference: doi: 10.1002/ccd.28462. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled "clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries" was submitted. As part of the study a total of 17,184 patients from the interventional cardiology research incorporation society¿drug-eluting stents (iris¿des) registry who underwent successful stent implantation between july 2007 and july 2015 were evaluated. Resolute integrity coronary drug eluting stents were among the devices used, with 2,913 of the patients treated with resolute integrity. Clinical outcomes at 3 year (median) follow-up included all cause death, cardiac death, myocardical infarction, stent thrombosis (definite or probable) and any revascularization including target lesion revascularization (tlr), target vessel revascularization (tvr), and non-target vessel revascularization (ntvr).